Event description:
It was reported that a type 1b endoleak was discovered on the right zenith flex with spiral-z technology aaa endovascular graft iliac leg implanted in a 74-year-old male patient. The patient underwent an initial endovascular aortic aneurysm repair (evar) procedure in 2017, in which cook grafts were implanted. A later CT scan showed a type 1a endoleak originating from the zalb main body graft. During the preliminary investigation by the manufacturer, an expert review of imaging provided by the facility revealed a limited type 1b endoleak in the right ipsilateral iliac limb. This endoleak was due to the right leg lacking adequate distal seal, resulting from dilation of the right common iliac artery (cia). Plans are being made for a fenestrated graft repair; however, no additional information has been provided regarding the date of the secondary intervention. This report captures the type 1b endoleak originating from the right zenith flex with spiral-z technology aaa endovascular graft iliac leg (rpn: zsle-13-56-zt, lot: unknown).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on 11oct2022, cook became aware of an incident involving a zenith flex with spiral-z technology aaa endovascular graft iliac leg. While reviewing related imaging from royal hobart hospital, the image reviewer noted a type 1b endoleak. The site did not provide rpn and lot numbers. However, the imaging did confirm, based on measurements from the current study, the component is most likely a zsle-13-56 on the right. Therefore, the documentation pulled in the investigation will pertain to the zsle-13-56. The device was implanted in 2017 by dr. (B)(6) at (B)(6) hospital. The 74-year-old male patient was seen by dr. (B)(6) at (B)(6) hospital and a CT (computed tomography) was completed. Plans are being made for a fenestrated graft repair; however, no additional information has been provided regarding the date of the secondary intervention. This investigation will focus on the type 1b endoleak of the zsle-13-56. Reviews of the documentation, including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control procedures, and specifications of the device, were conducted during the investigation. The complaint device was not returned; therefore, no physical examination could be performed. However, a postoperative CT study dated (B)(6) 2022 was provided for evaluation and was reviewed by an expert image reviewer on (B)(6) 2022. The impression is as follows: an infrarenal aaa was previously treated using a zalb main body graft and bilateral zsle iliac legs. Based on measurements from the current study, the components are most likely a zalb-28-84 or zalb-30-84, an ipsilateral zsle-13-56 on the right, and a contralateral bridging zsle (74 mm length) and extension zsle-16-56 on the left. The right zsle leg lacks adequate distal seal due to dilation of the right cia, resulting in a limited type 1b endoleak. The endoleak does not extend proximally into the aaa sac. The distal leg diameter is 12 mm while the cia diameter is 18 mm here. As pre-operative imaging was not provided, it cannot be determined if this was due to disease progression or if the zsle leg was undersized at the time of initial repair. Additionally, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook also reviewed product labeling. The product IFU, t_zaaasz_rev4 ¿zenith spiral-z aaa iliac leg with the z-trak introduction system,¿ provides the following information to the user related to the reported failure mode: 4 warnings and precautions: 4.1 general. Additional endovascular interventions or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms, unacceptable decrease in fixation length (vessel and component overlap) and/or endoleak. An increase in aneurysm size and/or persistent endoleak or migration may lead to aneurysm rupture. Patients experiencing reduced blood flow through the graft limb and/or leaks may be required to undergo secondary interventions or surgical procedures. 4.2 patient selection, treatment and follow-up. Zenith spiral-z iliac artery distal fixation site greater than 10 mm in length and 7.5-20 mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair. 4.3 pre-procedure measurement techniques and imaging lengths. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysm or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. At a minimum, annual imaging is required, including: 1) abdominal radiographs to examine device integrity (separation between components or stent fracture) and 2) contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity, and progressive disease. If renal complications or other factors precluded the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information. 4.4 device selection. Strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size. Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure. Appropriate procedural imaging is required to successfully position the zenith spiral-z aaa iliac leg and assure accurate apposition to the vessel wall. Inaccurate placement and/or incomplete sealing of the zenith spiral-z aaa iliac leg within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the internal iliac arteries. 5.2 potential adverse events. Adverse events that may occur and/or require intervention include, but are not limited to: aneurysm enlargement; aneurysm rupture and death; aortic damage, including perforation, dissection, bleeding, rupture and death endoleak; endoprosthesis: improper component placement, incomplete component deployment; component migration; component separation from another graft component; suture break; occlusion; infection; stent fracture; graft material wear; dilatation; erosion; puncture; perigraft flow; and corrosion. 8 patient counseling information. All patients should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. Specific follow-up guidelines are described in section 12, imaging guidelines and postoperative follow-up. Physicians should refer patients to the patient guide regarding risks occurring during or after implantation of the device. Procedure-related risks include cardiac, pulmonary, neurologic, bowel and bleeding complications. Device-related risks include occlusion, endoleak, aneurysm enlargement, fracture, potential for reintervention and open surgical conversion, rupture and death. 12 imaging guidelines and postoperative follow-up. 12.1 general. All patients should be advised that endovascular treatment requires lifelong, regular follow-up to assess their health and the performance of their endovascular graft. Patients with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive additional follow-up. Evidence provided by the complaint facility, device failure analysis, DHR, complaint history, and manufacturing documents suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the information provided, an expert review of imaging provided by the facility, and the results of the investigation, cook could not determine a definitive cause for the failure mode. A likely contributing factor was disease progression/patient condition. The reviewer also suggested under-sizing; however, this could not be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.